Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported that the footswitch did not work during a surgical procedure. The procedure was unable to be completed so the patient was transferred to another hospital and the surgery was completed. Additional information has been requested.

Manufacturer narrative:
Additional information is provided in evaluation codes and additional MFR narrative. The clinical analyst has reviewed this file and stated the following: ¿the surgeon reported that the footswitch did not work during a surgical procedure. The procedure was unable to be completed. The patient was transferred to another hospital and the surgery was completed. Additional information was requested with none received to date.¿ no further information was able to be obtained from this customer. With no additional, related information provided, the customers reported event was not able to be confirmed. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on july 10, 2014. Based on qa assessment, the product met specifications at the time of release. Based on the information obtained, the root cause of the reported event cannot be determined conclusively. (B)(4).